Event description:
End-user stated that medical attention was sought on (B)(6) 2019 around 5:00pm at her home. End-user stated that her prodigy meter gave her a result of 291 mg/dl and about 10 minutes after that she started to feel dizzy and her fingers got numb so she called the paramedics. Paramedics arrived within 15 minutes and tested with their meter and got a result of 115 mg/dl. Paramedics did not provide any treatment for her blood glucose level; however, they did transport her to the hospital due to her blood pressure being high. End-user does not recall what her blood glucose was upon arriving at the hospital. End-user stated the hospital tested her urine and blood pressure. She was told she has a bladder infection and her blood pressure is high, but she does not recall what the numbers were. She was instructed to follow up with her primary dr. End-user stated that she was not admitted she was discharged after about 3 hours. The end-user was treated at (B)(6) regional medical center located at (B)(6). No additional information was provided.